Manufacturer narrative:
Other text: one unit was returned for investigation. Visual inspection was done finding the flange broken with signs of degradation. Similar material was tested and found to be conforming with no similar defect as reported by customer being found. No similar customer complaint was found in the last two years which makes this an isolated incident. DHR review done with no similar defects found.

Event description:
It was reported that the patient had a cough the day after starting to use a tracheostomy tube. The product was removed and a crack was found. The customer changed the tube to a new one.